Manufacturer narrative:
On 20-june-2023, the following additional information was received from failure analysis performed by advanced failure analysis (afa): the instrument's shell was removed on the proximal end, it was found that one of the monopolar wires at the distal end was disconnected and dislodged from the printed circuit assembly (pca). The disconnected and dislodged wire can result in the issues observed by the customer in the complaint as well as the failed energy delivery test. Since the dislodged wire does not connect to the distal end of the instrument, the continuity test will likely pass since that circuit is intact.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Patient information in section a and b was corrected based upon a routine record review.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar not working an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the root cause of the monopolar issue due to two bad monopolar curved scissor (mcs) instruments. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of failed energy delivery to be related to the customer-reported complaint. The instrument failed energy delivery. The instrument was tested multiple times and failed each time with an error message of "replace energy cord. Cord broken. If error persists, replace instrument." The instrument was tested with a different energy cord and encountered the same error message. The in-house energy cords were tested with an in-house instrument and passed energy delivery with no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy recognition. The root cause of this failure is not established and will be transferred to engineering for further investigation. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). This complaint is being reported based on the following conclusion: this complaint is being reported based on the following conclusion: the customer converted to multi-port surgery after the start of the procedure due to issue with the system.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that bipolar was working but monopolar wasn't working. The live logs weren¿t available at the time of the call. Prior to calling in the customer got a message the monopolar curved scissors tip wasn¿t installed correctly. The customer reinstalled it and also tried another instrument and then they were getting a yellow led the cord on the esh. The tse had the customer try another cord and also power cycle the shield and the system and the yellow led came back immediately for the cord monopolar power couldn¿t be fired. The customer was going to discuss with the surgeon to convert to the xi when the call ended. No patient injuries were reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator provided the patient demographics. The robotic coordinators informed the actions taken to resolve the issue was completing with xi robot. There were extra ports placed for conversion to multiport surgery. The patient tolerated the procedure conversion with no harm.